Manufacturer narrative:
(B)(4). Correction: the fse replaced the mc pcba (motor controller printed circuit board assembly), da pcba (data acquisition printed circuit board assembly) and the gds (gas delivery system) assembly. The faulty da pcba and gds assembly were returned and fi (failure investigation) was performed on 11feb2019. The returned gds was installed in an fi ventilator and the ventilator was power cycled 30 times and then ran in normal ventilation for 2 hours without any errors occurring. No failure was found. The returned da pcba was installed in the fi test ventilator in an attempt to duplicate the reported problem. Multiple tests were performed and they all passed successfully, no failures were identified.

Event description:
Field service engineer (fse) reports that during servicing, the unit had multiple error messages. There was no patient involvement.

Manufacturer narrative:
Motor controller (mc) pcb was returned to failure investigator (fi) lab for evaluation. Visual inspection of the motor controller (mc) pcb revealed no evidence of damage or contamination. The motor controller (mc) pcb was installed in the fi test ventilator. Operational test was performed and the ventilator did not power up from ac or deliver breaths, however, the unit displayed ¿machine and proximal pressure sensor failed.¿ fi technician reviewed the event log and found multiple error codes. Fi technician found a shorted serial peripheral interface (spi) bus line on the mc board. This was caused by a failure of the line driver u28 (pin 9). Fi technician replaced the u28. The mc pcb was reinstalled in the fi test ventilator and retested without errors generated. Customer replaced motor controller board to resolve the reported issue. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue is due to a failure of the u28 (pin 9) on the mc board.

Event description:
Field service engineer (fse) reported that after replacing the data acquisition (da) pcba to motor controller (mc) pcba cable and mc pcba retention bracket the error code of machine and proximal pressure sensors failed still remained. There was no patient involvement.